Event description:
While under general anesthesia, for total knee replacement, pt heart rate dropped from 90-100 to 40. This occurred about 1 1/2 hrs into the case. Pacemaker not firing. Pt heart rate maintained on medication (isuprel). Approx 45 mins later, pacer resumed firing.